Event description:
In (B)(6) 2018, I underwent buttock implant surgery. I became delirious within the first few days. Within about 10 days, I was hospitalized for sepsis and have, to date, had sepsis twice. I have developed anaphylaxis and angioedema, as well as chronic inflammation in my body. I have also developed asthma. My quality of life has deteriorated significantly since the implants. My heart rate is chronically elevated and I have panic attacks. The multiple incidents that have resulted in 911 calls (over 30 calls to 911) have left me traumatized. All doctors who have evaluated me have concluded that my presenting symptoms are likely secondary to foreign body (implants) and also correlate timing-wise with the surgery. Thyroid function tests show oscillation since 2018. "Pth lo was well." Cortisol levels affected. Immunocompromised. Dr (B)(6) - (B)(6). Hyperactive immune system, tachycardia, ptsd. FDA safety report ID# (B)(4).